Manufacturer narrative:
This follow-up report is being filed to correct information. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2015-04567 / 04568 / 04569). Discarded.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 13 states, "dislocation and subluxation due to inadequate fixation and improper positioning." Number 20 states, "persistent pain." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2015-04567 / 04568 / 04569).

Event description:
It was reported that patient underwent right partial knee arthroplasty on (B)(6), 2012. Subsequently, patient was revised on (B)(6) 2015 due to pain, swelling, numbness, clicking, and instability. All components were removed and replaced with total knee components. Operative notes received further report that during the procedure asymmetrically increased blood flow and diffuse uptake were noted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.